Event description:
It was reported that the valve would not adjust in the packaging prior to use.

Manufacturer narrative:
The returned valve was adjusted to all pressure levels in the lab. The conditions of the complaint could not be duplicated by laboratory personnel. There were three small cuts and three small holes underneath the delta chamber. There were also pieces of white crystalline debris inside the delta chamber. A review of the manufacturing records showed no anomalies. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. All of products are 100% tested at the time of manufacture.